Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2 and 4 were failed. The field service engineer found that the screws on all drawer latches were loose. The fse re-tightened the latch screws and also reset the cabling. The drawers were then tested using the hardware test application to verify proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.